Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on patient samples that resulted positive when using the simplexa covid -19 direct assay, but were previously negative with a competitor assay ((B)(4)) and from another simplexa assay run. A summary of the simplexa assay results were provided: - negative sample: (B)(4) (8/6: neg on (B)(4)): instrument (B)(4) positive s gene (CT = 37.9), but negative on instruments (B)(4). - negative sample: (B)(4) (8/4: neg on simplexa): instrument (B)(4) positive s gene (CT unknown), (B)(4): positive s gene (CT = 31.0) and orf1ab (CT = 34.2), but negative on (B)(4) and invalid (B)(4). - water sample: instrument (B)(4): positive for s gene and orf1ab (cts unknown) the customer then decontaminated all 4 instruments and repeated the assay with utm samples, but still seeing false positives with only 1 instrument - (B)(4) with detections of the s gene (CT range = 32.6 - 35) or orf1ab (CT = 38.6). It is likely their was a level of contamination across all of their instruments that caused the initial false positive results and their continues to be contamination with instrument (B)(4) due to the detection with utm samples. Decontamination of the instrument as well as their lab station was suggested on 8/10/2021, but the customer has not yet responded. The customer's device and samples were not provided for investigation. Batch record review showed the critical component, reaction mix mol4151, lot# us10487, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on 8/16/21 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4150, lot# x12558n for suspected false positives.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on patient samples that resulted positive when using the simplexa covid -19 direct assay, but were previously negative with a competitor assay (kogene from analis distributor) and from another simplexa assay run. The customer confirmed the suspected false positive results were not reported to the diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided.